Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called in with a friend/family member. They mentioned the ins was not working and needed to be reprogrammed. They stated the manufacturer representative (rep) had programmed the stimulator with new programs so they weren't the generic ones. They were requesting assistance in getting in contact with the rep to reprogram the ins. Patient services asked for clarification of the above statement and the caller confirmed the patient had a return of symptoms and was going to the bathroom every hour. It was confirmed that they had not used the patient programmer to make an adjustment since being programmed by the rep. They were able to sync with the programmer on the call and it showed stimulation was on, set to 2.4v on program 4. They were assisted to increase therapy from 2.4 to 3.3, the patient stated they felt stimulation at the implant site and not in the pelvic floor. It was noted that the patient had multiple sclerosis, which may affect their ability to feel stimulation. Caller decreased stimulation to 3.1v and confirmed the patient no longer felt stimulation at the implant site. They were redirected to their healthcare provider if the issue didn't resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their friend: patient states they want to schedule an appt. With the rep for an adjustment. Patient was using bathroom every 45 minutes for the last 3 weeks, states the patient has changed programs and this didn't help. Patient services walked caller through changing programs to program 1 and patient feels the stimulation in the leg area. Caller states they will try this and see if this helps at 2.1 v in program1. Patient was advised to contact the doctor. No further complications were reported or anticipated.